Manufacturer narrative:
(B)(4).

Event description:
It was reported that the laser is shooting through tip. The fiber was replaced and the case was complete utilizing the second fiber. Patient outcome: no injury to patient reported. Additional information was not reported.

Manufacturer narrative:
Event description updated, device available for evaluation updated, device codes added, device evaluated by manufacturer updated, evaluation codes added. Product evaluation: failure analysis for fiber (B)(6): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Tip of the fiber misfired was observed at 124,230 joules and 20:16 minutes of usage.